Event description:
It was reported that the surgeon performed a knee procedure on an unknown date using the vanguard xp porous fixation system and noticed that it went into the bone easier than the vanguard cr porous system. The surgeon performed a second procedure on an unknown date with the same result. No additional details regarding the procedures have been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that the surgeon performed a procedure on an unknown date using the xp porous fixation and noticed that it went into the bone easier then that vanguard cr porous. The surgeon performed a second procedure on an unknown date and the same thing happened. All surgeries were stopped to review the inventory in house and found parts to be out of specifications.

Manufacturer narrative:
The initial medwatch indicated that the product was found to be out of specification; however, there has been no confirmed non-conformance. Therefore, please disregard this manufacturer report number as there is no product problem/malfunction to report. In the event that further evaluation is performed and a non-conformance is identified, this report will be reopened and resubmitted to the FDA.